Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted a hole in the plastic tube. It appears that the device was stapled. Underwater pressure testing identified a leak from the tube. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set was leaking due to a rupture in the line during priming. There was no patient involvement. No additional information is available.